Manufacturer narrative:
(B)(4).

Event description:
It was reported that an anterior fixation plate system was initially implanted in a patient during an l2 corpectomy and l1-l3 anterior fixation procedure. It was reported that during a follow-up x-ray seven days post-op, the locking nut was loose. A revision surgery was performed 8 days post-op. According to the report, "during the revision surgery it was discovered not only was the locking nut loose, but it was also off of staple". No further patient complications were reported.

Manufacturer narrative:
X-ray interpretation "l1 to l3 construct after l2 corpectomy. Loose locking nut is reported and was the reason for surgical revision. X-rays show ap views centered on l2 with an l2 corpectomy and anterior construct with two screws in l1 and two in l3. The corpectomy device is well positioned as are the screws and staples immediately postop. Sometime later the plate has lifted off the l1 screw staple allowing the corpectomy device to migrate and for scoliosis to develop through the construct."